Event description:
It was reported that following a magnetic resonance imaging (MRI) scan, dislodgement resulting in high pacing impedance and low sensing leading to undersensing was observed on the right ventricular (rv) lead. The physician attempted to reposition the lead, but the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.